Event description:
It was reported that the insulin gauge was inaccurate. Customer was instructed to reload the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.